Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 318 mg/dl. The user addressed bg level with a bolus via the pump. During troubleshooting with tandem's technical support, it was determined that there was an air bubble in the tubing. Reportedly, the user did not want to prime the tubing to remove the bubble. A follow up with the user confirmed that their bg level lower to 165 mg/dl. Reportedly, the user would change the site.